Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 250cc saline mentor smooth round moderate profile, catalog # 3501635, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 250cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
On 10/31/2019, the mentor failure analysis lab received the device for evaluation. On 11/22/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed two (2) creases in the posterior view; one of them has a tear (tear b) measuring less than 0.1 cm. Also, another tear (a) was found running from the anterior to the posterior aspect measuring approximately 11.3 cm. Microscopic examination of the edges of the tear a revealed parallel striations. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of underinflation or overinflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. By the other hand, parallel striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).